Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker was difficult to separate from the delivery catheter. During reposition, it was noted that the leadless pacemaker was dislodged from the fixated location. The leadless pacemaker ended up getting wedged in the azygous vein, resulting in embolism. An attempt was made to retrieve, but was unsuccessful. The device and procedure were abandoned on (B)(6) 2023. The patient was in stable condition.